Event description:
Boston scientific received information that this right atrial lead had intermittent undersensing. This lead was explanted. No adverse patient effects were reported. This report will be updated should additional information be received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.